Event description:
During revision surgery, impedances were high on 3/4 of the paddle lead when connected to the old extension in a snap-lid connector. After increasing the voltage to 3v, impedances were still high on 1/2 of the lead. There was cloudiness at the ins connector head in one of the ports where the extension was plugged in. It appeared the fluid possibly leaked into the extension. The lead was tested alone and 2 of the 16 electrodes were high. The extension was replaced. The lead was connected to the new extension and placed into the snap-lid and 14 of the 16 electrodes were ok. The system was wiped down with clean gauze and reconnected. The patient was under general anesthesia so stimulation sensation was not available. It was unclear if the lead had migrated. It was thoracic and midline. Post-op the impedances did not look different. The lowest value was 18,000 ohms. Stimulation was achieved in the patient's left leg, instead of only one spot on his left side. Impedances were going to be checked again at the first follow-up appointment. Further information is being requested from the hcp.

Manufacturer narrative:
(B)(4).